Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd vacutainer® 9nc 0.129m plus blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the tubes do not have enough vacuum. Quantity: 1 shelfpack. Additional information received from the customer: how many units (tubes) affected? 200 units. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.)? 10 per day. What is the labeled draw volume (2ml, 3mletc)? 1.8 ml. What was the level of tube fill? Filled until 1.7 ml. No fill (fill volume is near zero). X partial fill. Over fill. Unsure. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? By automated fill level sensing. How was the tube drawn? Vacuum system. Was a discard tube used? No. Was a successful draw achieved with the same lot? Yes. Is this happening with one particular: department, unit, and shift, time of day or person - in the pediatric in the central laboratory what was method of draw? X straight needle. Wingset. Syringe. Line. Unsure/other (please list). Are you using a bd device to transfer the blood to a tube? Btd. Llad. X no, other. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) have the tubes been exposed to extreme heat? Yes. X no. Unsure. How many locations affected (impatient, outpatients, etc.)? Pediatric.

Event description:
It was reported that 200 bd vacutainer® 9nc 0.129m plus blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the tubes do not have enough vacuum. Quantity: 1 shelfpack. Additional information received from the customer: how many units (tubes) affected? - 200 units. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) - 10 per day what is the labeled draw volume (2ml, 3mletc) - 1,8 ml what was the level of tube fill? - filled until 1,7 ml no fill (fill volume is near zero) partial fill, over fill, unsure. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? - by automated fill level sensing. How was the tube drawn? - vaccum system. Was a discard tube used? - no. Was a successful draw achieved with the same lot? - yes. Is this happening with one particular: department, unit, and shift, time of day or person - in the pediatric in the central laboratory what was method of draw? X straight needle, wingset, syringe, line. Unsure/other (please list) are you using a bd device to transfer the blood to a tube? Btd, llad. X no, other if using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) have the tubes been exposed to extreme heat yes, x no. Unsure. How many locations affected (impatient, outpatients, etc.) - pediatric.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.